Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca and one endeavor sprint rx drug-eluting stents implanted to the proximal circumflex. The following day the patient suffered a mi. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported mi was unrelated to the study device. Ref MFR# 9612164-2011-01436.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (myocardial infarction) .